Event description:
It was reported that the programmer would not turn on. The programmer has been returned for repair. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the power module was out of electrical specification. It was also noted that the display was replaced due to discoloration. (B)(4).